Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify failed battery test alarm, rewind anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the up button is harder to push and sometimes it does not respond. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump has rejected a new battery and the insulin pump has to rewind more than once per reservoir change. Customer declined troubleshooting. The insulin pump will not be returned for analysis.